Event description:
It was reported that a patient's blood glucose levels (bg) reached over 400 mg/dl while wearing the pod between 4 and 24 hours, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The device was received fully deployed. Corrosion was found on the housing and internal components of the device. An external power supply was used to power the device and assist it in establishing communication with the master pdm. The downloaded data did not show any timeouts or drive stalls that could indicate the device struggled to deliver insulin. Investigation found a leak on the unexposed portion of the soft cannula. The cause of the leakage was due to an internal tear on the soft cannula. The location of the tear measured 0.286" away from the nail head of the soft cannula. Therefore, the cause of corrosion within the device can be attributed to the internal tear on the soft cannula, which in turn also impacted insulin delivery for the user. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.